Event description:
It was reported that there were damage to the pneumatic tap area on the pump causing difficulties loading cartridges onto the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to using an alternate pump for insulin therapy.